Event description:
It was reported by service report that the fowler drifts down with weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: set screw, fowler.